Event description:
It was reported that the patient experienced discomfort from the spinal cord stimulator (scs) device. The physician mentioned that the patient had a type of connective tissue problem causing the device to not stay seated in the pocket. The patient underwent an scs system explant procedure. The explanted ipg and lead were not returned as they were retained by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately three months ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: (B)(6).